Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient saw a display of "call your doctor" icon, end-of-service (eos) message on their patient programmer. Additional information was requested. See also manufacturers report# 3004209178-2011-02509.